Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device evaluation summary: upon receipt by mentor, the device contained gel with cloudy appearance. Brown material was observed within the device. Gel was observed on the shell surface. Pe¿s visual examination of the device revealed a rent on the posterior view measuring 6.0 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mechanical testing was conducted on complaint samples including tension set to evaluate the residual elongation, joint strength to examine the ability of the shell/patch bond to withstand stress while the shell material adjacent to the bond is elongated, and tensile/elongation to measure the inherent material behavior. All testing results met or exceeded the international standards. The complaint of rupture was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) female patient underwent a breast augmentation revision with two 350cc mentor memorygel breast implants and suffered right-sided rupture postoperatively. Additionally, the patient exhibited bilateral ptosis (grade unknown). As a result, the patient had both devices explanted and replaced with 280cc mentor memoryshape breast implants (catalog number 3541208, s/n (B)(4) [l] and (B)(4) [r]) on (B)(6) 2018. This report is for the patient¿s right-sided device.